Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During a patient procedure, no x-ray was possible and the ias was down. The examination was aborted. We are unaware of any impact to the stae of health of any patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The problem was identified as a network error during system start up. The ias-a pc was exchanged and the system was turned back over to the customer. After the exchange, the error did not reoccur. Based on this case, no corrective action for the installed base is planned.